Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "system fault 41622" error message. A functional check was performed and the reported issue was able to be confirmed. The device was alarming error code 41622 during motor test which indicates a problem with the motor, optic switch cam flex sensor, debris, or others. The device was opened for further investigation and it was found that the hub gear was loose due to the screw not being tightened enough and not aligned with the flat gear. Therefore, it was recommended that the hub gear be replaced with new screw. The issue was caused by a technician assembly error.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited continuously alarm "error 41622". No adverse effects reported.